Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the complaint about a cracked display could not be duplicated. There was no visible damage to the display. Unrelated to the initial complaint, the battery cap was found to be damaged; a test cap was used for all steps and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a damaged display on the pump. The reporter stated that the display was cracked. There was no adverse event associated with this complaint. This allegation is being reported because the reported issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.